Event description:
It was reported via maude event report. It has been reported that during an attempt to declot the patients' left arm fistula with the use of the trerotola device an end of the tip of the device broke off in the patient. (B)(6) 2012 - follow up information from the risk manager states they do not known how many passes were made prior to the tip breaking off nor do they know if any sharp angles were encountered. It was decided at the time of the procedure that they were not going to retrieve the tip and it remained in the patient. There were no patient complications reported. At another time, the patient had to undergo a subsequent procedure. It was decided that while the patient was having surgery the tip of the ptd would be removed. The tip was removed successfully from the patient without complications and the patient did well. The risk manager also added that approximately one month later the patient expired but stated it was not related to this incident.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.